Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial pacing capture threshold was elevated, atrial lead trend shows steady impedance throughout record near 380 ohms, but lifetime max shows spike of 1411 ohms. Atrial capture trend shows high threshold throughout record, with averages mostly at or above 2.25 volts.

Event description:
It was additionally reported that the ra lead had high threshold. Variability with capture threshold was also noted. The patient experienced pocket stimulation when the polarity was programmed to unipolar, so the lead was left in bipolar and continues to be monitored.

Event description:
It was reported that the right atrial (ra) lead exhibited an increase in thresholds and a one time jump in impedance. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).